Event description:
The plaintiff's atty alleged the decedent experienced an unspecified injury and subsequently expired on (B)(6) 2011 after the use of the products.

Manufacturer narrative:
The additional information received alleges that the patient experienced a heart attack on the previously reported date of event and does not allege that the patient has expired. Additional information has been requested to clarify the type of adverse event and whether the patient expired. Any information received will be submitted upon receipt accordingly. This is one of two device reports that are associated with this event; the associated manufacturer report numbers are 1225714-2014-13901 and 1225714-2014-13902.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.